Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The 90% stenosed target lesion was located in the right coronary artery (rca). The reference vessel diameter was 4mm and the lesion length was 32mm. A 4.00x32mm liberte stent was implanted. In addition a non-bsc stent was implanted to treat a dissection. Residual stenosis was 3%. The stenting procedure was a technical success. The patient was discharged two days after the index procedure without angina or silent ischemia. Medications at discharge were asa 150 for 12 months and clopidogrel 75 mg for 12 months.